Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: no image. Since the reported communication error could not be confirmed a root cause could not be identified. Based on the results of the investigation, it is probable the no image malfunction was due to a damaged scope connector from water ingress should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had a communication error during inspection for use. There were no reports of patient involvement.